Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to shorted transistor q9 on the computer/analog pca. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor displayed a service code 102 (charge profile fault).